Event description:
It was reported that an ilet user experienced a low blood glucose of 53 mg/dl after repeatedly pausing and resuming insulin delivery, including overnight pauses followed by resumption that was associated with a subsequent drop in glucose; the user treated the low with oral glucose, and glucose improved shortly after. Symptoms included hypoglycemia, with a preceding period of hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication treatment with oral glucose, without hospitalization. Investigation included communication with the reporter and analysis of information provided by the user and outcome reports. Investigation of this case revealed no device problem found, a use-of-device problem related to frequent pump pausing, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user behavior.